Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
The patient received an alert for low hv lead impedance on the svc to can vector. The low impedance occurred multiple times on the trend, but was not reproducible in clinic. A possible svc connection/lead issue was noted. The case was clinically resolved by reprogramming the sensing to rv to can.